Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 11-jan-2017: quality safety evaluation of ptc. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and experienced pain (seen as pelvic pain) and heavy bleeding (seen as genital bleeding). A hysterectomy was performed. Essure was removed. The events are anticipated according to the reference safety information for essure. Pelvic pain and genital bleeding may occur with essure therapy. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), colitis ("inflamed colon"), rash ("skin rash"), diplopia ("diplopia"), alopecia ("hair loss"), depression ("depression"), migraine ("migraines"), dental caries ("rotting teeth") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, colitis, rash, diplopia, alopecia, depression, migraine, dental caries and weight increased outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, colitis, rash, diplopia, alopecia, depression, migraine, dental caries and weight increased to be related to essure. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and experienced pain (seen as pelvic pain) and heavy bleeding (seen as genital bleeding). A hysterectomy was performed. Essure was removed. The events are anticipated according to the reference safety information for essure. Pelvic pain and genital bleeding may occur with essure therapy. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device breakage ('your left coil looks like the end broke off') and genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), colitis ("inflammed colon"), rash ("skin rash"), diplopia ("diplopia"), alopecia ("hair loss"), depression ("depression"), migraine ("migraines"), dental caries ("rotting teeth"), arthralgia ("hip area/joint pain/sharp pain"), muscle spasms ("I tend to get charley horses there") and joint lock ("hips lock during certain movements") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, colitis, rash, diplopia, alopecia, depression, migraine, dental caries, weight increased, muscle spasms and joint lock outcome was unknown and the arthralgia was resolving. The reporter considered alopecia, arthralgia, colitis, dental caries, depression, device breakage, diplopia, genital haemorrhage, joint lock, migraine, muscle spasms, pelvic pain, rash and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: arthralgia,muscle spasms and joint lock, device breakage quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 13-nov-2019: social media received. Reporter information added. Event : your left coil looks like the end broke off added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device breakage ('your left coil looks like the end broke off') and genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), colitis ("inflamed colon"), rash ("skin rash"), diplopia ("diplopia"), alopecia ("hair loss"), depression ("depression"), migraine ("migraines"), dental caries ("rotting teeth"), arthralgia ("hip area/joint pain/sharp pain"), muscle spasms ("I tend to get charley horses there") and joint lock ("hips lock during certain movements") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, colitis, rash, diplopia, alopecia, depression, migraine, dental caries, weight increased, muscle spasms and joint lock outcome was unknown and the arthralgia was resolving. The reporter considered alopecia, arthralgia, colitis, dental caries, depression, device breakage, diplopia, genital haemorrhage, joint lock, migraine, muscle spasms, pelvic pain, rash and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: arthralgia,muscle spasms and joint lock, device breakage quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device breakage ('your left coil looks like the end broke off') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), colitis ("inflamed colon"), rash ("skin rash"), diplopia ("diplopia"), alopecia ("hair loss"), depression ("depression"), migraine ("migraines"), dental caries ("rotting teeth"), arthralgia ("hip area/joint pain/sharp pain"), muscle spasms ("I tend to get charley horses there"), joint lock ("hips lock during certain movements"), allergy to metals ("nickel allergy"), gastrointestinal inflammation ("g inflammation"), headache ("headaches"), feeling abnormal ("I dis have brain fog"), confusional state ("confusion problems with the nerves in my neck and that started to travel down my arms and back"), visual impairment ("vision disturbances"), dizziness ("dizzy and lightheaded"), back pain ("horrible back pain will go into my hips and down my legs"), musculoskeletal stiffness ("stiffness in my spine all the way up to my neck") and procedural pain ("worst pain because she had to force them in") and was found to have weight increased ("weight gain") and uterine leiomyoma ("I also got fibroid"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, colitis, rash, diplopia, alopecia, depression, migraine, dental caries, weight increased, muscle spasms, joint lock, allergy to metals, headache, uterine leiomyoma, feeling abnormal, confusional state, visual impairment, dizziness, back pain, musculoskeletal stiffness and procedural pain outcome was unknown, the arthralgia was resolving and the gastrointestinal inflammation had resolved. The reporter considered allergy to metals, alopecia, arthralgia, back pain, colitis, confusional state, dental caries, depression, device breakage, diplopia, dizziness, feeling abnormal, gastrointestinal inflammation, genital haemorrhage, headache, joint lock, migraine, muscle spasms, musculoskeletal stiffness, pelvic pain, procedural pain, rash, uterine leiomyoma, visual impairment and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: arthralgia,muscle spasms and joint lock, device breakage,nickel allergy and gi inflammation, worst pain because she had to force them in. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-may-2020: social media received. Reporter's information added. Event: worst pain because she had to force them in were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device breakage ('your left coil looks like the end broke off') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), colitis ("inflammed colon"), rash ("skin rash"), diplopia ("diplopia"), alopecia ("hair loss"), depression ("depression"), migraine ("migraines"), dental caries ("rotting teeth"), arthralgia ("hip area/joint pain/sharp pain"), muscle spasms ("I tend to get charley horses there"), joint lock ("hips lock during certain movements"), allergy to metals ("nickel allergy"), gastrointestinal inflammation ("gi nflammation"), headache ("headaches"), feeling abnormal ("I dis have brain fog"), confusional state ("confusion problems with the nerves in my neck and that started to travel down my arms and back"), visual impairment ("vision disturbances"), dizziness ("dizzy and lightheaded"), back pain ("horrible back pain will go into my hips and down my legs") and musculoskeletal stiffness ("stifness in my spine all the way up to my neck") and was found to have weight increased ("weight gain") and uterine leiomyoma ("I also got fibroid"). The patient was treated with surgery (hysterectomy). Essure was removed on 16-jun-2015. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, colitis, rash, diplopia, alopecia, depression, migraine, dental caries, weight increased, muscle spasms, joint lock, allergy to metals, headache, uterine leiomyoma, feeling abnormal, confusional state, visual impairment, dizziness, back pain and musculoskeletal stiffness outcome was unknown, the arthralgia was resolving and the gastrointestinal inflammation had resolved. The reporter considered allergy to metals, alopecia, arthralgia, back pain, colitis, confusional state, dental caries, depression, device breakage, diplopia, dizziness, feeling abnormal, gastrointestinal inflammation, genital haemorrhage, headache, joint lock, migraine, muscle spasms, musculoskeletal stiffness, pelvic pain, rash, uterine leiomyoma, visual impairment and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: arthralgia,muscle spasms and joint lock, device breakage,nickel allergy and gi inflammation quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event added- horrible back pain will go into my hips and down my legs and stiffness in my spine all the way up to my neck. Reporter added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device breakage ('your left coil looks like the end broke off') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), colitis ("inflammed colon"), rash ("skin rash"), diplopia ("diplopia"), alopecia ("hair loss"), depression ("depression"), migraine ("migraines"), dental caries ("rotting teeth"), arthralgia ("hip area/joint pain/sharp pain"), muscle spasms ("I tend to get charley horses there"), joint lock ("hips lock during certain movements"), allergy to metals ("nickel allergy"), gastrointestinal inflammation ("gi nflammation"), headache ("headaches"), feeling abnormal ("I dis have brain fog"), confusional state ("confusion problems with the nerves in my neck and that started to travel down my arms and back"), visual impairment ("vision disturbances") and dizziness ("dizzy and lightheaded") and was found to have weight increased ("weight gain") and uterine leiomyoma ("I also got fibroid"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, colitis, rash, diplopia, alopecia, depression, migraine, dental caries, weight increased, muscle spasms, joint lock, allergy to metals, headache, uterine leiomyoma, feeling abnormal, confusional state, visual impairment and dizziness outcome was unknown, the arthralgia was resolving and the gastrointestinal inflammation had resolved. The reporter considered allergy to metals, alopecia, arthralgia, colitis, confusional state, dental caries, depression, device breakage, diplopia, dizziness, feeling abnormal, gastrointestinal inflammation, genital haemorrhage, headache, joint lock, migraine, muscle spasms, pelvic pain, rash, uterine leiomyoma, visual impairment and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: arthralgia,muscle spasms and joint lock, device breakage,nickel allergy and gi inflammation . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: fu 7 and 8 processed together. Social media received: new events were added: headaches, I also got fibroid, I dis have brain fog, confusion problems, vision disturbances, dizzy and lightheaded and reporter information were updated. On (B)(6) 2020: fu 7 and 8 processed together. Social media received: new events were added: headaches, I also got fibroid, I dis have brain fog, confusion problems, vision disturbances, dizzy and lightheaded and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device breakage ('your left coil looks like the end broke off') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), colitis ("inflammed colon"), rash ("skin rash"), diplopia ("diplopia"), alopecia ("hair loss"), depression ("depression"), migraine ("migraines"), dental caries ("rotting teeth"), arthralgia ("hip area/joint pain/sharp pain"), muscle spasms ("I tend to get charley horses there"), joint lock ("hips lock during certain movements"), allergy to metals ("nickel allergy") and gastrointestinal inflammation ("gi nflammation") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, colitis, rash, diplopia, alopecia, depression, migraine, dental caries, weight increased, muscle spasms, joint lock and allergy to metals outcome was unknown, the arthralgia was resolving and the gastrointestinal inflammation had resolved. The reporter considered allergy to metals, alopecia, arthralgia, colitis, dental caries, depression, device breakage, diplopia, gastrointestinal inflammation, genital haemorrhage, joint lock, migraine, muscle spasms, pelvic pain, rash and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: arthralgia,muscle spasms and joint lock, device breakage,nickel allergy and gi inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added.event: nickel allergy and gi inflammation were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('your left coil looks like the end broke off') and pelvic pain ('pain') in an adult female patient who had essure (batch no. A14898, a27185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), colitis ("inflammed colon"), rash ("skin rash"), diplopia ("diplopia"), alopecia ("hair loss"), depression ("depression"), migraine ("migraines"), dental caries ("rotting teeth"), arthralgia ("hip area/joint pain/sharp pain"), muscle spasms ("I tend to get charley horses there"), joint lock ("hips lock during certain movements"), allergy to metals ("nickel allergy"), gastrointestinal inflammation ("gi nflammation"), headache ("headaches"), feeling abnormal ("I dis have brain fog"), confusional state ("confusion problems with the nerves in my neck and that started to travel down my arms and back"), visual impairment ("vision disturbances"), dizziness ("dizzy and lightheaded"), back pain ("horrible back pain will go into my hips and down my legs"), musculoskeletal stiffness ("stifness in my spine all the way up to my neck") and procedural pain ("worst pain because she had to force them in") and was found to have weight increased ("weight gain") and uterine leiomyoma ("I also got fibroid"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, colitis, rash, diplopia, alopecia, depression, migraine, dental caries, weight increased, muscle spasms, joint lock, allergy to metals, headache, uterine leiomyoma, feeling abnormal, confusional state, visual impairment, dizziness, back pain, musculoskeletal stiffness and procedural pain outcome was unknown, the arthralgia was resolving and the gastrointestinal inflammation had resolved. The reporter considered allergy to metals, alopecia, arthralgia, back pain, colitis, confusional state, dental caries, depression, device breakage, diplopia, dizziness, feeling abnormal, gastrointestinal inflammation, genital haemorrhage, headache, joint lock, migraine, muscle spasms, musculoskeletal stiffness, pelvic pain, procedural pain, rash, uterine leiomyoma, visual impairment and weight increased to be related to essure. The reporter commented: trailing coils: left 10, right 4. Concerning the injuries reported in this case, the following one/ones were reported via social media: arthralgia,muscle spasms and joint lock, device breakage,nickel allergy and gi inflammation, worst pain because she had to force them in. Lot numbers - a14898 (right), a27185 (left). Lot number:a14898 manufacturing date:2012-05 expiration date:2015-05. Lot number:a27185 manufacturing date: 2012-07 expiration date:2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('your left coil looks like the end broke off') and pelvic pain ('pain') in an adult female patient who had essure (batch no. A14898, a27185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), colitis ("inflamed colon"), rash ("skin rash"), diplopia ("diplopia"), alopecia ("hair loss"), depression ("depression"), migraine ("migraines"), dental caries ("rotting teeth"), arthralgia ("hip area/joint pain/sharp pain"), muscle spasms ("I tend to get charley horses there"), joint lock ("hips lock during certain movements"), allergy to metals ("nickel allergy"), gastrointestinal inflammation ("gi inflammation"), headache ("headaches"), feeling abnormal ("I dis have brain fog"), confusional state ("confusion problems with the nerves in my neck and that started to travel down my arms and back"), visual impairment ("vision disturbances"), dizziness ("dizzy and lightheaded"), back pain ("horrible back pain will go into my hips and down my legs"), musculoskeletal stiffness ("stiffness in my spine all the way up to my neck") and procedural pain ("worst pain because she had to force them in") and was found to have weight increased ("weight gain") and uterine leiomyoma ("I also got fibroid"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, colitis, rash, diplopia, alopecia, depression, migraine, dental caries, weight increased, muscle spasms, joint lock, allergy to metals, headache, uterine leiomyoma, feeling abnormal, confusional state, visual impairment, dizziness, back pain, musculoskeletal stiffness and procedural pain outcome was unknown, the arthralgia was resolving and the gastrointestinal inflammation had resolved. The reporter considered allergy to metals, alopecia, arthralgia, back pain, colitis, confusional state, dental caries, depression, device breakage, diplopia, dizziness, feeling abnormal, gastrointestinal inflammation, genital haemorrhage, headache, joint lock, migraine, muscle spasms, musculoskeletal stiffness, pelvic pain, procedural pain, rash, uterine leiomyoma, visual impairment and weight increased to be related to essure. The reporter commented: trailing coils: left 10, right 4. Concerning the injuries reported in this case, the following one/ones were reported via social media: arthralgia,muscle spasms and joint lock, device breakage,nickel allergy and gi inflammation, worst pain because she had to force them in. Lot numbers - a14898 (right), a27185 (left). Lot number:a14898 manufacturing date:2012-05 expiration date:2015-05. Lot number:a27185 manufacturing date: 2012-07 expiration date:2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device breakage ('your left coil looks like the end broke off') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), colitis ("inflammed colon"), rash ("skin rash"), diplopia ("diplopia"), alopecia ("hair loss"), depression ("depression"), migraine ("migraines"), dental caries ("rotting teeth"), arthralgia ("hip area/joint pain/sharp pain"), muscle spasms ("I tend to get charley horses there"), joint lock ("hips lock during certain movements"), allergy to metals ("nickel allergy"), gastrointestinal inflammation ("gi nflammation"), headache ("headaches"), feeling abnormal ("I dis have brain fog"), confusional state ("confusion problems with the nerves in my neck and that started to travel down my arms and back"), visual impairment ("vision disturbances"), dizziness ("dizzy and lightheaded"), back pain ("horrible back pain will go into my hips and down my legs") and musculoskeletal stiffness ("stiffness in my spine all the way up to my neck") and was found to have weight increased ("weight gain") and uterine leiomyoma ("I also got fibroid"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, colitis, rash, diplopia, alopecia, depression, migraine, dental caries, weight increased, muscle spasms, joint lock, allergy to metals, headache, uterine leiomyoma, feeling abnormal, confusional state, visual impairment, dizziness, back pain and musculoskeletal stiffness outcome was unknown, the arthralgia was resolving and the gastrointestinal inflammation had resolved. The reporter considered allergy to metals, alopecia, arthralgia, back pain, colitis, confusional state, dental caries, depression, device breakage, diplopia, dizziness, feeling abnormal, gastrointestinal inflammation, genital haemorrhage, headache, joint lock, migraine, muscle spasms, musculoskeletal stiffness, pelvic pain, rash, uterine leiomyoma, visual impairment and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: arthralgia,muscle spasms and joint lock, device breakage, nickel allergy and gi inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('your left coil looks like the end broke off') and pelvic pain ('pain') in an adult female patient who had essure (batch no. A14898, a27185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), colitis ("inflamed colon"), rash ("skin rash"), diplopia ("diplopia"), alopecia ("hair loss"), depression ("depression"), migraine ("migraines"), dental caries ("rotting teeth"), arthralgia ("hip area/joint pain/sharp pain"), muscle spasms ("I tend to get charley horses there"), joint lock ("hips lock during certain movements"), allergy to metals ("nickel allergy"), gastrointestinal inflammation ("gi inflammation"), headache ("headaches"), feeling abnormal ("I dis have brain fog"), confusional state ("confusion problems with the nerves in my neck and that started to travel down my arms and back"), visual impairment ("vision disturbances"), dizziness ("dizzy and lightheaded"), back pain ("horrible back pain will go into my hips and down my legs"), musculoskeletal stiffness ("stiffness in my spine all the way up to my neck") and procedural pain ("worst pain because she had to force them in") and was found to have weight increased ("weight gain") and uterine leiomyoma ("I also got fibroid"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, colitis, rash, diplopia, alopecia, depression, migraine, dental caries, weight increased, muscle spasms, joint lock, allergy to metals, headache, uterine leiomyoma, feeling abnormal, confusional state, visual impairment, dizziness, back pain, musculoskeletal stiffness and procedural pain outcome was unknown, the arthralgia was resolving and the gastrointestinal inflammation had resolved. The reporter considered allergy to metals, alopecia, arthralgia, back pain, colitis, confusional state, dental caries, depression, device breakage, diplopia, dizziness, feeling abnormal, gastrointestinal inflammation, genital haemorrhage, headache, joint lock, migraine, muscle spasms, musculoskeletal stiffness, pelvic pain, procedural pain, rash, uterine leiomyoma, visual impairment and weight increased to be related to essure. The reporter commented: trailing coils: left 10, right 4. Concerning the injuries reported in this case, the following one/ones were reported via social media: arthralgia, muscle spasms and joint lock, device breakage, nickel allergy and gi inflammation, worst pain because she had to force them in. Lot numbers - a14898 (right), a27185 (left). Most recent follow-up information incorporated above includes: on 26-aug-2020: mr received. Lot number added and new reporters added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On(B)(4).2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), colitis ("inflammed colon"), rash ("skin rash"), diplopia ("diplopia"), alopecia ("hair loss"), depression ("depression"), migraine ("migraines"), dental caries ("rotting teeth"), arthralgia ("hip area/joint pain/sharp pain"), muscle spasms ("I tend to get charley horses there") and joint lock ("hips lock during certain movements") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(4).2015. At the time of the report, the pelvic pain, genital haemorrhage, colitis, rash, diplopia, alopecia, depression, migraine, dental caries, weight increased, muscle spasms and joint lock outcome was unknown and the arthralgia was resolving. The reporter considered alopecia, arthralgia, colitis, dental caries, depression, diplopia, genital haemorrhage, joint lock, migraine, muscle spasms, pelvic pain, rash and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: arthralgia,muscle spasms and joint lock. Quality-safety evaluation of ptc: quality safety evaluation of ptc ptc global number: 2017-000002 sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(4).2018: new event received via social media: I tend to get charley horses there, hip area/joint pain/sharp pain and hips lock during certain movements added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.